Event description:
It was reported the camera head could not be used due to the error displayed. The issue occurred during preparation for use for a therapeutic laparoscopic inguinal hernia repair. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. However, corrosion at the video connector-electrical contact point was found. Based on the results of the investigation and information obtained from this complaint, the root cause of the reported malfunctions could not be identified. A device history record review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.